Event description:
The initial reporter received questionable sodium electrode assay results for four patient samples tested on the cobas pro ise analytical unit. Patient sample 1: sodium; the initial result from the analyzer is 143 mmol/l. The repeat result from another analyzer is 134 mmol/l. Patient sample 2: sodium; the initial result from the analyzer is 153 mmol/l. The repeat result from another analyzer is 144 mmol/l. Patient sample 3: sodium; the initial result from the analyzer is 152 mmol/l. The repeat result from another analyzer is 142 mmol/l. Patient sample 4: sodium; the initial result from the analyzer is 149 mmol/l. The repeat result from another analyzer is 138 mmol/l. The reporter and emergency room doctor noticed an upward trend in the results, prompting a recalibration, qc and patient sample rerun. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The field service engineer inspected the analyzer and found a worn sipper nozzle. He cleaned the sipper and vacuum nozzles before conditioning the ion-selective electrode ise assembly. He verified the analyzer's performance with successful ise checks, ise calibration, qcs, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.